Manufacturer narrative:
This supplemental report is being submitted to provide additional information, device evaluation, and lm investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: insertion part --- distal end --- biopsy channel --- leak. Insertion part --- ccd-unit --- ccd cover lens glue --- chipped. Insertion part --- distal end --- c-cover --- sharp edge (snag). Insertion part --- a-rubber glue --- separated. Control unit --- angulation --- less or specified value. Control unit --- angulation --- play. Insertion part --- ccd-unit --- ccd cover lens glue --- chipped (poor quality image). Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flex video scope exhibited damaged adhesives at the lenses, damaged adhesives at the a-rubber, and adhesive protrudes from the probe casing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex video scope exhibited damaged adhesives at the lenses, damaged adhesives at the a-rubber, and adhesive protrudes from the probe casing. There were no reports of patient involvement.